Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Patient reported increased right lower extremity foot pain and wanted some adjustments done to their stim. Patient was running group c dtme with intensities at 5.2ma. Rep created group b at 3.2ma and programs 1-2 were 1.9ma. Impedances were normal. Patient was happy with settings. On the way out of the clinic, the patient collapsed and stated they could not move their legs. 911 was called and emts arrived. Vitals taken and blood pressure, spo2, and blood sugar were within normal limits, but heart rate was in the low 40's. Stimulation was turned off and the patient taken to the emergency room and hospitalization was reported. The cause was not determined, and the issue is ongoing. The patient is alive with injury. The rep will report additional information that becomes available. On (B)(6) 2024 caller stated the patient visited the emergency room (ER) yesterday due to bradycardia and at that time the ins was stopped, as the physician thought the bradycardia was due to the ins. The ins was turned off and on at that time. Caller states the patient's ins was not the cause of the bradycardia. Caller stated they spoke with a rep yesterday. Caller would like to know if the ins is working after this. Technical services transferred caller to nas to page a local rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was not casual or contributory with respect to the patients inability to move their legs. The issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.